Event description:
The customer reported to olympus, the bronchovideoscope distal tip was damaged during a procedure. The device was returned for evaluation, during which, the following reportable malfunctions were found: the distal end was missing and there was no image due to the missing distal end. Olympus received further information that the distal tip was damaged during a diagnostic bronchoscopy in the middle of a surgical case for a mediastinal mass. The scope was requested for visualization. There were two other olympus bronchoscopes used prior to the incident with the bronchovideoscope. Due to scope changes, the procedure was delayed for less than 5 minutes with the patient under general anesthesia. The bronchoscopy portion was aborted after the bronchovideoscope became stuck in the endotracheal tube; however, the actual surgical case was completed. It was not known if the patient was impacted by the failure, but it was noted that endoscopic assistance was complete with removal of the damaged bronchoscope. The scope was inspected prior to use. Additional information was requested but no further information was received. The date of november 21, 2023 reflected on f13 is when olympus became aware of a device malfunction. The date of december 19, 2023 reflected on f6 is when olympus became aware of a serious injury through additional information received from the customer.

Event description:
This supplemental report is being submitted to correct the f13 date from the initial importer's report. The correct f13 date is december 20, 2023 and not november 21, 2023.